Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was stuck on carefusion screen. Referring to knowledge article the technical support specialist used the workaround by running the shrinkdatabase script via cmd on the station. After the shrink operation, the total size was reduced to 7759 mb and the used size to 7683 mb. The tss then verified with the customer that the station was functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower had a device was stuck on carefusion screen. The customer stated that the user was unable to pull medications and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.